Event description:
Patient presented back to the physician with an infection at the neck incision site and wound dehiscence. Physician brought the patient into the operating room, removed the previously abandoned stimulation and sensing lead, debrided both incision sites, irrigated the pockets with antibiotic solution, placed drains, and closed the incisions.

Event description:
Patient presented to the physician with a pseudomonas infection at the chest incision site. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with continued infection at the chest incision site. Physician brought the patient into the operating room, removed the ipg, capped the leads, irrigated the ipg pocket with saline, applied antibiotic solution, and closed the incision. Physician prescribed a 10-day postoperative course of antibiotics.